Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was not capturing and was causing the patient to have low blood pressure. Follow up was conducted with the clinical representative and it was noted that the patient was checked into the hospital, there was no device malfunction and the patient's blood pressure was unstable prior to their open heart surgery. It was further clarified that the patient's physician requested to have the device reprogrammed because the patient's intrinsic heart rate was higher than the pacer rate. This was causing the device to read as if it was not capturing. The patient's blood pressure was dropping during captured paced beats and then rising during their own intrinsic beats. The device was reprogrammed again per the physician's request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.